Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. The stent had detached from the balloon and was not returned for evaluation. Crimping evidence was apparent on the balloon. The catheter was returned over a 0.014inch guidewire. There were no issues with catheter movement over the guidewire. The distal shaft and returned guidewire were kinked at 27.3cm from the catheter tip also. The hypotube was kinked at 23cm from the catheter strain relief. At 24.5cm from the strain relief, the hypotube was broken. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties was encountered. The totally occluded, 20mm in length, concentric shaped target lesion was located in the severely tortuous and severely calcified, 3.0mm in diameter with a bend of >90 degrees, left anterior descending artery. A 3.00x20mm promus element drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent detachment/separation and hypotube break.